Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: 9735821, serial/lot #: (B)(4).the camera base was returned to the manufacture for evaluation. After functional testing, visual/physical examination and proceduralized device testing the reported issue was confirmed. The event log of the returned positioning sensor unit (psu) showed intermittent low illuminator current and firmware incompatibility. The psu also failed an accuracy test (aak) at .55 mm with a passing threshold of .25 mm. This psu has not been previously returned for this type of failure. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the camera on the unit was failing the aak test. This was reported outside of a procedure. There was no patient involved. Additional information was received. It was reported that the resolution was to replace the camera. Additional information was received stating that the camera was possibly dropped or system could¿ve bumped  in to a wall causing the reported issue.